Manufacturer narrative:
Ni.

Event description:
An international customer reported an event of a "chemical smell" (odor) emitting from the sterrad 100s sterilizer "when door opened after cycle." Multiple follow up attempts to gather further information have been unsuccessful. Asp will continue to follow up for potential human reactions and issue resolution. Should additional information be received a supplemental medwatch report will be submitted. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Manufacturer date: 06/02/2009. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, health hazard evaluation, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (09/19/2012 ¿ 03/18/2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. The hhe (health hazard evaluation) was reviewed and the health/risk index is considered to be none/negligible. The shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for exposure to hydrogen peroxide vapor. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
No human reactions to odor. A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on 02/21/2013.